Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as unavailable for evaluation. However, a image in-vivo has been provided. The review is in progress and a follow-up report will be provided once completed.

Event description:
Declaration issued by a doctor from the pediatric intensive care unit concerning the attachment of the integrated guidewire, causing an intravascular loop and the needs for remobilization of the catheter after closing the dressing the doctor mentions the occurrence of several incidents of this type with this model (the guidewire hangs when adjusting the length and /or withdrawing the guidewire ager installation) without further details. Last incident with the same model occurred on (B)(6) 2020 followed by a malfunction of the kt leading to its removal. There is no clinical consequence for the patient. Recurring problem with this model (different lots).